Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10 therapy date: (B)(6) 2024 . E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 , the patient underwent the surgery for a pediatric femoral neck fracture. In the surgery, the lcp pediatric hip plate 3.5 150° could not connect to the drill guide. Based on the surgeon's decision, the above plate was not used because the locking screw might not be fixed to the plate, and fixation was performed with the lcp pediatric hip plate 3.5 120°. This report involves one (1) pediatric lcp(tm) hip plate 3.5mm 150°. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The reported allegation cannot be confirmed. A dimensional inspection was performed and met specifications. A functional test could not be performed as the mating device was not returned. The overall complaint was not confirmed as the observed condition of the lcp paed-hippl 3.5 150° w/19 l58 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 02.108.315s, lot # 6l96639, manufacturing site: werk selzach logistik, release to warehouse date: 25.may.2020, expiration date: 01.may.2030, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A manufacturing record evaluation was performed at jabil site raron for the finished device (part # 02.108.315 lot # 46p3289) and no non-conformances/manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.